Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) for extended periods of time and experienced inadequate stimulation. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device kept by the facility.